Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 480 units the previous day, and on the day of the call, the customer received a low insulin alert. The customer's blood glucose level was in the 300's (mg/dl), which was addressed with a correction bolus. The customer reloaded the cartridge successfully and received an accurate fill estimate.